Manufacturer narrative:
(B)(4). Evaluation method: there is no product malfunction. The root cause is that the incorrect a/c adapter was used that did not conform to the product specification and determined as user error contributed to the event.

Event description:
On (B)(6) 2011, during internal training at abbott point of care, a I-stat1 martel printer became hot to touch in the area of the battery cover. Smoke emanated from the battery compartment, the battery door began to melt, and the batteries began to leak. The incorrect a/c adapter was used to power a martel printer. Abbott poc labeling specifies the use of the correct a/c power adapter for the I-stat 1 martel printer and user did not follow the correct specification in art (B)(4) of the I-stat system manual. Based on the information available at time, there were no injures associated with the event.